Event description:
It was reported that the burr locked on to the wire. The 85% stenosed target lesion area was located in a severely calcified peroneal artery on the leg. A 1.75mm peripheral rotalink plus was selected for use together with a rotawire. During the procedure, it was noted that the burr got stuck on the wire and stopped spinning. The device was completely removed together with the wire. However, they need to regain wire access. The procedure was completed with a different device. No patient complications were reported and the patient's condition was excellent post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. A rotawire was returned in the device. The wire was removed from the device with little issue due to numerous small kinks along the wire. There was blood visible in the drip line. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically exanimated. Microscopic examination of the device revealed that the annulus was damaged and not round which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr locked on to the wire. The 85% stenosed target lesion area was located in a severely calcified peroneal artery on the leg. A 1.75mm peripheral rotalink plus was selected for use together with a rotawire. During the procedure, it was noted that the burr got stuck on the wire and stopped spinning. The device was completely removed together with the wire. However, they need to regain wire access. The procedure was completed with a different device. No patient complications were reported and the patient's condition was excellent post procedure.